Event description:
It was reported that during a donor nephrectomy procedure, the trocar was used as a main entry port with gas attached, it began leaking while using a 5mm ultrasonic device through it. Caused increased irritation as abdomen kept deflating. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.